Event description:
Reportedly, during the follow-up performed in (B)(6) 2015, some episodes recorded in the device memories were showing atrial oversensing. Preliminary analysis showed that a lead issue or a lead/pacemaker connection issue at atrial channel is suspected.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, some episodes recorded in the device memories were showing atrial oversensing. Preliminary analysis showed that a lead issue or a lead/pacemaker connection issue at atrial channel is suspected.